Event description:
During a lar procedure, the device did not provide staples but transected across the rectal stump. This was the second firing. Used suturing to complete the case. Diverted with a temporary colostomy.